Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding stem size/fit issue involving an accolade ii stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinician consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, such as return of device, x-rays, patient history and progress notes, are needed to fully investigate the event.

Event description:
It was reported that during primary right hip surgery, surgeon used from size 4 accolade to size 5 accolade for better fit. Cat# 6721-05-35, lot #48775902 was implanted.

Event description:
It was reported that during primary right hip surgery, surgeon used from size 4 accolade to size 5 accolade for better fit. Cat# 6721-05-35 and lot #48775902 was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.